Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device was dropping in and out and did not alarm. The device was in use on a patient. There was no report of patient or user harm.

Event description:
The customer reported that the device was dropping in and out and did not alarm. There was no failure to alarm issue identified during evaluation. However, other failures were identified. The device is to be repaired by replacing the parts that were the device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
The device was returned to the philips authorized repair facility. The repair technician evaluated the device noted that the device failed initial evaluation but there was no failure to alarm issue identified. The device was removed from service. The device is to be repaired by replacing the parts that were found to be damaged and outdated. The final disposition of the device is to be determined upon completion of the update process and after performance assurance testing.